Event description:
It was reported that the patient presented for remote follow up via merlin.net with a pulse generator that exhibited atrial undersensing that led to inappropriate pacing. No programming changes were made. No further information was available.